Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. Per device history report (DHR), investigation did not show issues related to this complaint.

Event description:
The event is reported as: complaint alleges: immediately after a clip was loaded into the jaws, it falls off. There was no consequence to the pt. No pt injury reported.